Event description:
On 07/30/09, a report was called in, via telephone from a dealer, regarding an end-user incident alleged infection, involving jackson tracheotomy tube -item number 1392-1#5-. The end-user reported that two days after using the new device, he developed an infection and had to be hospitalized. Additionally, the end-user reported that the incident was allegedly caused, because the jackson tracheotomy tube was not made of stainless steel. Per the end-user's account, he was hospitalized and the jackson tracheotomy tube was removed. The end-user recovered and is now ok. The end-user recovered and is now ok. The end-user now has a new jackson tracheotomy tube installed. Dates of use: 2 days, 2009. Event abated after use stopped: yes.